Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing with loss of capture. The lead was found to have dislodged. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.